Event description:
Hcp reported the pump eroded through the pt's skin and the pt was admitted to the hospital for an infection surrounding the pump. The hcp did a culture that was positive for coagulase positive staph, source unknown. The pump and the catheter were removed and returned to the MFR for analysis. The pt received intrathecal baclofen via a lumbar drain to prevent withdrawal symptoms. The pt was also treated with IV antibiotics. The pt was discharged on oral baclofen. A follow up report will be sent when additional info is received.